Event description:
An endovenous laser treatment for varicose veins was completed and the fiber was removed from the ablated vein. The medical staff were looking at the fiber tip to inspect for charring. Approximately 45 seconds after removing the fiber from the vein, the laser fired briefly, for approximately one second. The medical staff knew the laser fired because the tip appeared brighter. No one was near the footpedal, which is the control for the laser emission. It is unknown if the console displayed the audible and visual warnings that accompany laser emission, as the staff was looking at the fiber tip. All staff and the patient were wearing laser safety eyeglasses when the event occurred. No physical or clinical impact was reported.

Manufacturer narrative:
Device evaluation in process